Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage to the white system controller lead and changed the controller on their own. The patient was en route to emergency department (ed). At some point, the patient was found down, and emergency medical services were called. When the patient presented to the ed, they were not connected to a power source and the pump was turned on. The site was unsure if the driveline was fully connected. The site attempted to hook up the damaged system controller to review data, but they were unable to get any information from the system monitor. Log files were sent to technical service for review on the new system controller. It was unable to be determined the time that the pump was off. The driveline was connected to the controller on (B)(6) 2024 at 15:10:04 without power connected to the controller. At 15:11:03, battery power is connected to the controller white lead. At 15:11:04, battery power was connected to the controller black lead. At 15:11:12, the pump was operating above the low speed limit (lsl) and throughout the remainder of the log file. The low flow on (B)(6) 2024 occurred while the pump was starting up and is normal to see at that time. The older low flow in the log were from manufacturing testing. That older data had never been over written because the controller was never used prior to (B)(6) 2024. It was reported that the patient passed away on (B)(6) 2024, no other information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the white power cable and communication issues were able to be confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6). Upon arrival, it was noted that there was damage to the white power cable, and several of its internal wires were severed and exposed. The system controller was not able to properly communicate with a test system monitor; however, the controller was able to operate a mock circulatory loop without issue. Further testing of the white power cable revealed that several of the internal wires produced indications of open continuity, including the wires which pertain to communication and relative state of charge (rsoc). Additionally, it was found that these wires were electrically shorted to the cable¿s shield. The power cables were replaced; however, the communication issue did not resolve. It was additionally found that one of the communication components on the main printed circuit board had been electrically damaged. Following replacement of the damaged power cables and damaged component, the system controller was able to pass all steps of functional testing. A log file was extracted from the returned controller, and relevant information on the reported event date of 05oct2024 was reviewed. Beginning at 14:15:35, an abnormal power cable disconnect alarm was observed. This alarm activated due to the rsoc signal of the white power cable dropping to ~0 volts, which is consistent with the observed damage to the returned controller. The power cable disconnect alarm did not impact the ability of the controller to operate the pump. At 14:49:26 on 05oct2024, the driveline was observed to be disconnected from hsc-143759. The driveline remained disconnected from this controller, and the controller was shut down later that day sometime after 16:02:03. The root cause of the reported communication issue was determined to be damage to the system controller¿s power cable and communication circuitry. The root cause of the power cable damage could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.